Manufacturer narrative:
(B)(4). According to the complainant the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was to be used in a procedure on an unknown date. According to the complainant, during unpacking, it was noticed that the basket was broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.